Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of low blood glucose and high blood glucose. The customer was treated lows with orange juice and glucose. Customer's blood glucose value was 40 mg/dl at the time of incident, and current blood glucose is 57 mg/dl. Customer stated that the drive support cap was normal.  The customer was not connected to the insulin pump while priming the device. The displacement test on pump passed. The product was not returned for analysis.